Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 419 mg/dl. Customer stated that the insulin pump was not turning on. Insulin pump had blank display. The customer was assisted with troubleshooting. Customer stated that the insulin pump had failed battery test alarm. Customer stated the contacts on the battery cap were damaged. Customer stated battery compartment had hairline. Customer stated the spring was neither damaged nor corroded. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display and no failed battery alarm noted. Device received with cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. No battery cap cracked/damaged found.(B)(4).